Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, the device failed steps during testing. The device was recalibrated to address the issues.